Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00 x 20 synergy¿ drug-eluting stent was advance but failed to cross the lesion. Flushing was performed; however, stent struts were slightly lifted. The device was removed and the procedure was completed with implantation of a synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first 4 rows on proximal end of the stent, stent struts were twisted, lifted and distorted. The stent od (outer diameter) for the undamaged distal section was measured and is within the maximum crimped stent profile. The distal edge of the bumper tip was found to be slightly damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00 x 20 synergy¿ drug-eluting stent was advance but failed to cross the lesion. Flushing was performed; however, stent struts were slightly lifted. The device was removed and the procedure was completed with implantation of a synergy stent. No patient complications were reported and the patient's status was good.